Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The proximal end of the taxus express2 2.75x20 mm drug eluting stent had a strut lifted during the procedure. The procedure was successfully completed with another taxus express2 stent. No pt complications were reported. Attempts to obtain add'l info were unsuccessful.